Event description:
(B)(4). My left side has extreme pressure like its about to explode, very tired, nausea, headaches, bloating every day even though I work out, if I do a deep stretch I feel both coils, can't sleep on my sides for too long especially the left side. Can't take the pressure anymore.